Event description:
It was reported that during the attempt to deploy the biliary stent in the brachiocephalic vein, the stent jumped into the superior vena cava. An additional intervention using new access was required. No patient injury was reported.

Manufacturer narrative:
As no lot number has been provided, a device history record review could not be performed. The investigation is currently underway.